Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned to a zoll service depot for evaluation. The device was investigated and will be serviced by the biomed. The damaged pump rotor will replaced to remedy the failed bearing issue. Service was not required to be performed by zoll.

Event description:
On (B)(6) 2022, the biomed reported one bearing in the roller of the pump rotor of the thermogard xp ivtm system (sn (B)(4) failed. No patient involvement.